Event description:
During an interventional procedure, a sleek balloon became stuck on a stabilizer wire. The sleek catheter had withdrawal difficulty and was separated in the patient. The 6f avanti sheath became kink/bent during the procedure. To remove the sheath, balloon and wire, the physician performed an arterial cut down. There is no patient specific information available. There is no vessel or target lesion specific information available.

Manufacturer narrative:
The complaint received states that during an interventional procedure, a sleek balloon became stuck on a stabilizer wire. The sleek catheter had withdrawal difficulty and was separated in the patient. The 6f avanti sheath became kink/bent during the procedure. To remove the sheath, balloon and wire, the physician performed an arterial cut down. There is no patient specific information available. There is no vessel or target lesion specific information available. Multiple attempts to obtain further information have not been successful. The complaint products were received and preliminary analysis revealed guidewire separated in 3 pieces and multiple kinks on all devices. There was no report of injury for the patient. The cordis corporation distributes the sleek catheter and as such the original manufacturer, (B)(4), is responsible for the analysis and reporting of the complaint. Per (B)(4): the findings of our investigation of the returned unit were as follows: the catheter had separated into two pieces at the re-port. The inner displays some significant stretching. Guidewire movement was found to be stiff but not completely blocked. The re-port is damaged and two holes can be seen at the re-port. It is unclear and impossible to determine if the catheter separated prior to or as a result of the forces used to remove the product. In our test lab, the guidewire could be inserted but was stiff to move. There was no damage along the shaft which could contribute to restricted movement or friction. The ID of the shaft is designed to accommodate a .014'' guidewire and while there can be variation and measurement tolerances of the wires on the market, we have not previously had a report of this defect regarding the sleek product. We will monitor any further complaints of restricted guidewire movement concerning sleek product family and trend any pattern should one emerge. The complaints of resistance friction and fractured stabilizer wire were investigated. The resistance/friction could not be confirmed secondary to the condition of the returned product. The complaint of fractured was confirmed. The complaint of kink/bent csi was confirmed; however, the root cause could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the limited information suggests that vessel and procedural issues may have contributed to the reported events. The complaint of kink/bent avanti sheath was confirmed; however, root cause analysis is in progress. The complaint of sleek balloon separation was confirmed, and the complaint of restricted guidewire movement was confirmed; however, the exact cause of the confirmed failure could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the confirmed and reported complaints. Please note this report is associated with a previously submitted report for the stabilizer wire referenced in the event description under manufacturing number 1016427-2009-00222. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.